Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed flickering image issue could not be determined, however, the issue was likely due to physical stress applied to the insertion tube during user handling, resulting in damage to the charged-coupled device unit. The event can be detected/prevented by following the instructions for use which state: -inspection of the endoscopic image ¿-do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. ¿-do not allow the insertion tube to be bent within a distance of 10 cm or less from the junction of the boot. Insertion tube damage can occur¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera bronchovideoscope produced a blurry, purple image. This occurred during device reprocessing. There was no report of patient harm. The device was returned, evaluated, and a flickering image was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the flickering image found, other evaluation findings include a crack in the bending section cover glue, and buckling under the boot of the insertion tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.